Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, a 1cm imprecision was discovered at the burr hole area. The site re-registered with point merge and completed the procedure with precision. The patient was reported to have loose skin due to obesity.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The investigation found that the registration method performed was not ideal as the patient was not a proper candidate for tracer registration. The software functioned as designed.